Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the lead. Patient to be monitored.

Event description:
New information received notes that at generator change out the lead was capped and replaced due to the previous noise. The patient received inappropriate shock while lifting heavy weights.